Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional data was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a patient with an intraocular lens (iol) implanted experienced blurry vision. It was observed that her iol had dislocated into the posterior chamber of her eye. The lens was explanted approximately one month after the dislocation event. The patient was scheduled to go to her ophthalmologist for a secondary implant procedure. Additional information was requested.

Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The root cause for the complaint of ¿explanted due to dislocated lens in posterior chamber¿ could not be determined. No other information was provided. The manufacturer internal reference number is: (B)(4).